Manufacturer narrative:
The patient had an allergic reaction.

Event description:
Abundant epistaxis, breaking of nasal capillaries.

Manufacturer narrative:
The patient had an allergic reaction. The complaint of "feeling of hardness and lack of adhesion of the cannula to the nasal mucosa during oxygen intake" were reported. There were no lot number to perform an inventory analysis, no photo images, or videos provided for product evaluation. The root cause was unable to be identified at this time. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This is the first complaint within the 24 months for part number (B)(6) "skin irritation/reaction. We will continue to monitor trends during our periodic complaint review meetings.

Event description:
Abundant epistaxis, breaking of nasal capillaries.